Manufacturer narrative:
Product ID 8711, lot# j10953r20, implanted: 2002 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the catheter found no significant anomaly. The catheter body was incorrectly sutured. Analysis of the pump found overinfusion with an undetermined root cause. As received the pump reservoir was empty and left in the simple continuous infusion mode. The logs indicated the pump would reach the elective replacement indicator in less than one month. A motor stall recovery was seen indicating that a motor stall and motor stall recovery had occurred during the pump¿s life. The pump was found to be over infusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). The pump was planned to be subjected to long term dispense and weight testing.

Event description:
It was reported that a catheter break and occlusion occurred. Regarding diagnostic or troubleshooting performed, x-rays were done. However, results were not reported. A catheter replacement was done on the date of this report. Catheter aspiration was attempted but was unable to be done. The catheter was then cut at the spinal segment and there was no cerebrospinal fluid (csf) flow. Saline was not able to be pushed from the pump segment to where the catheter was cut. The location of the catheter issue was unable to be determined. An attempt was made to aspirate from the catheter connector, which failed. A second attempt was made to aspirate at the spine connector was made, which also failed. However, it was indicated that the product issue was resolved. A new catheter was placed. It was indicated the pump was also replaced at this time. As of 2014 (B)(6), the patient had recovered without permanent impairment. There were no patient symptoms associated with this event. The device system was used to deliver compounded baclofen 700mcg/day and clonidine 254 mcg/day. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Update to analysis. Long term testing of the pump was completed on (B)(6)2016.the long term test data did not affect the analysis results previously reported. No new or additional anomalies were found during destructive analysis.